Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6)2023. On the same day the sensor was inserted, the patient experienced bleeding. It was not reported how long the area was bleeding, but the patient went to the emergency room right after it happened. The patient received an intravenous treatment with an unspecified blood clotting medication (patient does not remember the name). The bleeding stopped after the medication was given, and after an unknown amount of time, the patient was sent home. At the time of the report the patient was stable. The insertion site had a bruise of unknown size after the bleeding, but no other symptoms were reported. Additionally, the patient reported he takes a blood pressure medicine but denied taking any blood thinners. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.